Event description:
Caller states that on (B)(6) 2014 at 4:17 pm, a patient had a fingerstick test performed on inform ii system 1, result was hi, which on the system indicates a result in excess of 600 mg/dl. Caller states that staff ordered a lab confirmation test to be performed per hospital protocol prior to treatment. Caller states that at 4:31 pm, patient began having seizures. Caller states that at 5:02 pm, a venous sample was obtained and sent to be analyzed in lab. Caller states that at 5:41 pm, the lab sample was reported as 9 mg/dl and repeated as 8 mg/dl. Caller stated that if inform ii system 1 provided at 4:17 pm a result similar to the lab results reported, patient would have been treated for hypoglycemia. Caller states that another meter test was performed at 5:41 pm using inform ii system 2, result was 243 mg/dl. Caller states that test was repeated within less than 1 minute using inform ii system 1, result was 67 mg/dl. Caller states that at that time patient was treated with 50 ml of d50 based on lab result and transported to ICU. Caller did not have additional information regarding patient's current condition. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1, medwatch with identifier (B)(6) is inform ii system 2. The second inform ii system reported a glucose result of 243 mg/dl, at 5:41 pm, less than 1 minute after obtaining a result of 67 mg/dl on inform ii/system 1 (which would meet our malfunction criteria for discrepant results). The erroneous result of 243 mg/dl, however, did not cause or contribute to the adverse event. Treatment with d50 was simultaneous and was based on the laboratory results of 8 mg/dl and 9 mg/dl, rather than on either inform ii system value. This would make the filing a malfunction only and we are resubmitting to remove the adverse event selection for this medwatch.